Event description:
As reported by the edward field clinical specialist, during a transfemoral tavr procedure, it was not possible to cross an implanted prosthetic surgical valve with the retroflex 3 delivery system. During attempts to cross the surgical valve the patient became hemodynamically unstable. The 23mm sapien valve was deployed in the descending aorta and the case was converted to transapical approach. Following deployment of the second sapien valve the patient became hemodynamically unstable and chest compressions were initiated. The patient¿s hemodynamics recovered and there were no other procedural complications. The clinical update received for this patient indicates the patient did well following the case. Per report, this was a proctored case where a sapien valve was being implanted inside an existing surgical valve. A balloon valvuloplasty was not performed. Crossing the prosthetic valve took 40 minutes with the lunderquist wire. The rf3 delivery system was then inserted and advanced, but was not able to cross the prosthetic valve. A 15mm buddy balloon was inserted across the annulus to assist in crossing; this was not successful. Then an 18mm buddy balloon was inserted and positioned in a different location than the first buddy balloon, but this did not work either. At this point, the patient became hemodynamically unstable. Chest compressions were given to recover the blood pressure. The left side groin cut down was performed for cardiopulmonary bypass support and an 18fr and 10fr sheaths were inserted in case the patient needed to be placed on bypass. The patient recovered and did not require to be placed on a bypass pump. The sapien valve was deployed in the descending aorta and was post dilated with a 20x4 z-med balloon. The team then decided to convert the case to a transapical procedure. Apical access was gained and an 18 gauge micro puncture was established in the left ventricle. A .035 guidewire was inserted, and a 6fr sheath was introduced. The ascendra sheath was introduced and the 0.35 wire was exchanged for an amplatzer stiff wire. The ascendra delivery system was introduced and the valve crossed the annulus and a pacer run was performed and the valve was deployed. Once the valve was deployed the patient became hemodynamically unstable and chest compressions were given for three minutes; the patient¿s hemodynamics did recover. There were no dissections or ruptures of the access vessel. At last report, the patient was in a stable condition. The report noted that the hemoglobin dropped from 11.7g/dl to 8.8g/dl and the patient was given two units of blood.

Manufacturer narrative:
Per the device¿s instructions for use (IFU) difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissures, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In this case, patient and procedural factors may have caused or contributed to this event. During this case there was an attempt made to cross a pre-existing prosthetic surgical valve using the rf3 delivery system. The sapien valve and rf3 delivery system became stuck against the patient¿s heavily calcified sinotubular junction and possibly against the prosthetic ring of the surgical valve. There is no indication this event was a result of malfunction of the rf3 delivery system. The safety and effectiveness of using the retroflex 3 delivery system to cross an implanted prosthetic valve has not been established. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference related manufacturer report no. 2015691-2013-20739.